Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Helix mechanism test failed as it was clogged with dried blood/body fluid. Dried blood/body fluid tried to be loosened and it was unable. Helix housing removed, the blood/body fluid is very heavy in the area. Helix was accidentally bent during analysis. Continuity testing passed, indicating conductors are intact. A stylet insertion test failed and a blockage was encountered at the terminal end. Was able to clean it up enough to get a stylet through.

Event description:
It was reported that this right atrial (ra) lead dislodged. When trying to reposition the dislodged ra lead at a surgical intervention, placement difficulties were experienced. The helix would not retract. This ra lead was explanted and a new lead was implanted at the same procedure. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead dislodged. When trying to reposition the dislodged ra lead at a surgical intervention, placement difficulties were experienced. The helix would not retract. This ra lead was explanted and a new lead was implanted at the same procedure. The lead has been returned for analysis. No additional adverse patient effects were reported.